Manufacturer narrative:
The facility did not know what the client was doing prior to leading up to the discovery of the seating's instability. The device was reported to have been taken out of service immediately upon discovery and not returned to the end-user until repairs had been completed. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Because of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component has been installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report that service provider was contacted by local nursing facility requesting a repair evaluation of device due to lose seating. Technician reports upon arrival it was noted the upper plate of the seat tube to have detached allowing the seating to become unstable. No injuries were reported to have occurred as a result.